Event description:
Received customer report of the smartsite valve disconnection from the extension tubing. Nurse stated pt was receiving a propofol infusion. There was no report of pt being injured. Report occurred in another country. We have yet to determine if the customer has the set for investigation. Will file a follow up report if set is returned for investigation.